Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device retained by the hospital.

Event description:
As reported: "conversion of a gamma nail to a total hip. Left side. As reported by rep: "lag screw ¿cut out¿ and was scraping inside the acetabulum."

Event description:
As reported: "conversion of a gamma nail to a total hip. Left side. As reported by rep: "lag screw ¿cut out¿ and was scraping inside the acetabulum."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In the case presented an 82-year-old female patient had been treated with above lag screw and nail on an unknown date for a not defined femur fracture. On (B)(6) 2024, the patient was revised with a hip because of ¿lag screw cut out and was scraping inside the acetabulum.¿ medical records and further information were not provided. Due to missing medical information ¿ no x-ray provided¿ it could not be determined whether the event actually presented a medialization or rather a cut-out of the lag screw. A cut out, collapse of femur head over the lag screw, is attributed to a patient related issue; a complete medialization would be classified as user related. A real root cause could not be determined. If the device is returned or if any additional information is provided, the investigation will be reassessed. With available information a product deficiency was not determined.